Event description:
A male patient underwent aaa repair in 2009. It was recognized right common iliac artery was becoming aneurysmal, but the procedure was performed as labeled and completed without reported incident. It was noted that the right iliac leg was occluded the following day. Then another manufacturer's stent was placed at the occluded site after aspiration of thrombus was performed. Blood flow to right lower extremity was confirmed, and the patient's condition was fine. Heparin was administered continuously. After discontinuation of heparin, inadequate blood flow to right lower extremity via right iliac leg was observed the following month. The physician is planning to perform another aspiration of thrombus and fem-fem bypass surgery. The patient had not recovered at the time of report. No updates have been provided.

Manufacturer narrative:
This product line has addressed all design control requirements and shown the device has met the predetermined requirements, and that those requirements meet the needs of the user. Each device is sent with an instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU emphasizes that: "the zenith aaa endovascular graft with the h&l-b one-shot introduction system and ancillary components is indicated for the endovascular treatment of patients with abdominal aortic or aorto-iliac aneurysms having morphology suitable for endovascular repair.." The IFU provides recommendations for proper selection of graft size based on patient's specific vessel diameter. The IFU also states that, "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The failure mode assigned to this case is occluded. This failure mode was determined based on the provided event description. The physician commented; "the event is thought to be caused due to thrombus." Additionally, the device was used outside the IFU, as it was used for the treatment of a right common iliac artery that was becoming aneurysmal, not for an aortic or aorto-iliac aneurysm. A definitive root cause cannot be determined or reported at this time. However, the thrombus-lined anatomy may have been a contributing factor to the occlusion. We will continue to monitor for similar complaints.